Manufacturer narrative:
A33 alarm during prime/a33 test at 4 lbs due to faulty fsr (gold). Pump received with cracked reservoir tube, reservoir tube lip, minors cratched display window and missing end cap sticker.

Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that insulin was squirting out and insulin continues to drip even after the motor stops. Customer was unable to exit the preparing to prime loop. The drive support cap was noted to be normal. No further information reported.